Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material in the air water channel cause is not established. A review of the device history record not applicable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonoscope exhibited foreign material in the air water channel. There was no patient involvement.